Event description:
A physician reported before surgery, an ophthalmic cutting instrument tip was bent and could not be inserted into trocar. The surgery was completed on the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in sections h.6. The event code a0202 was added. Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened knife was received for the report of tip was bent and could not be inserted into trocar. The returned sample was visually inspected and was found to be nonconforming with a bent tip. No evaluation is needed to be performed as knife is not designed to pass through the trocar. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned sample is visually non-conforming with a bent tip. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to reported issue of bent tip. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. It was noted in the complaint that the customer attempted to insert knife through the trocar. The knife is not designed or intended to be used with a trocar. Therefore, the root cause is user error due to improper device use. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive for bent tip, further investigative or manufacturing actions are not warranted at this time and since the cause of the complaint could not be inserted into trocar is due to user error, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Any nonconformance is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).